Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 24 and 36 hours. Upon removal of the pod from the infusion site (abdomen), the cannula was found to be bent. The patient reported administering correction boluses prior to changing the pod. Upon pod removal, redness and scarring were observed at the infusion site. The patient additionally reported a significant skin reaction characterized by erythema, a rash corresponding to the shape of the adhesive, moisture at the site, skin irritation, and scabbing. No medical treatment or prescription was reported regarding the skin symptoms. As treatment, a new pod applied.